Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Device not returned.

Event description:
The bone cement was mixed with the total knee mixing kit in the procedure, but the bone cement partly becomes intact.

Manufacturer narrative:
An event regarding (fast) setting time of the bone cement mix involving simplex p cement was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection and functional testing was completed on the three retained samples tested from the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were provided. Device history review: indicated that all product was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar event for the reported lot. Conclusions: the investigation concluded that the reported setting time issue cannot be duplicated. The mixing properties of the retained samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of surgical simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder & liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the IFU. Based on the laboratory results of the retain samples it is not possible to replicate this event. No further investigation for this event is possible at this time. If additional information becomes available this investigation will be reopened.

Event description:
The bone cement was mixed with the total knee mixing kit in the procedure, but the bone cement partly becomes intact.